Event description:
The following excerpts taken from md notes: the patient was admitted with urosepsis and complicated urinary tract infection. He was scheduled to have a PICC line placed today in plans for continued IV antibiotic therapy. In attempts by the PICC nurse to place a PICC line the guidewire catheter was partially broken and unraveled leading to shearing off of a small segment of wire within the right brachium. According to the PICC team, in the first attempt by rn from PICC team, he was unable to cannulate the vessel, therefore the wire is curled. A second attempt was carried out by a second rn from the PICC team. The rn tried the right brachial vein, and was unable to remove patient wire from skin. Wire then shears and leaves thread still in skin, which then breaks off completely. Unable to determine how much may be remaining in patient's right arm. The wire measures 69 cm to end where it becomes a very long thread. The patient had the tourniquet still on his arm for xrays to be taken. According to the md consultation notes: "special attention was given to the basilic vein and brachial vein. No foreign body in the structures identified. A subsequent CT scan performed of the brachium without contrast identifies a small segment of wire present within the superficial medial aspect of the right biceps musculature. This is an anatomic location felt to be distant from both the brachial vessels and the basilic vein. No significant hematoma or other soft tissue abnormality is identified associated with small sheared off segment of wire. The patient remains completely asymptomatic." Further clarification was received from the PICC team supervisor: "the wire that was used during the insertion process frayed, and a small filament portion of the frayed section remained in the patient's arm (more like a very thin thread and approximately 3 mm long). The PICC did not come apart. Md impression and plan: small approximately 1 cm sheared off segment of vascular guidewire present within the medial superficial fibers of the biceps musculature. This is a guide wire that appears removed from both venous and arterial structures. I do not see any evidence of an intravascular component of this wire. I feel there is no risk of vascular embolization. Given the small size of this sheared off wire, I do not feel that exploration and retrieval wire is indicated. Patient was discharged to the following day in stable condition.